Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery and the mid right coronary artery (rca) with intermediate stenosis. After advancing the dragonfly imaging catheter in the rca, there was a vessel spasm detected on angiogram. During the contrast injection to start the oct pullback a ventricular fibrillation (vf) was directly initiated. Cardioversion was performed as treatment. After the cardioversion the patient was out of / recovered from the vf. Oct was therefore not preformed anymore. The spasm was gone after removal of the catheter. Due to the vf and cardioversion, the patient remained hospitalized for an extra day. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported event could not be determined. There were no device issues nor anomalies noted which could be attributed to the reported event of an unexpected medical intervention, vasoconstriction, and ventricular fibrillation (defibrillation). In this case, it could be that the patient¿s anatomical condition caused the reported event; however, this could not be confirmed. The reported patient effects of a coronary artery spasm and abnormal heart rhythm or arrhythmias are listed in the opstar imaging catheter instructions for use as known potential patient complications which may occur as a consequence of intravascular imaging and catheterization. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.